Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at follow-up. It was noted that the pacing configuration had automatically switched from bipolar to unipolar due to the observed impedances. The patient was scheduled for a second follow-up at which time an x-ray was obtained that ruled out lead fracture. Review of device data found no evidence of noise on stored electrograms or instances of misidentified ventricular tachycardia (vt) or similar. The patient will continue to be seen for frequent follow up; the physician is considering implant of a new rv lead. No adverse patient effects were reported. This system remains in service.